Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a rewind anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer was unable to complete the rewind process while trying to deliver a bolus. Customer also reported that the insulin pump buttons were unresponsive. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rewind anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.